Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was found to have diminished r-wave sensing even after multiple placement attempts. The physician alleged malfunction on the lead. The rv lead was replaced and the procedure was completed successfully with satisfactory electrical measurements. The patient was stable throughout.

Manufacturer narrative:
The reported event of ¿diminished r-wave sensing¿ was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.